Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 18.0 and 73.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter, resistance maybe experienced. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. The offset coil winds likely contributed to the reported inability to advance the device. During functional testing, resistance was encountered while attempting to advance the returned smart coil through a demonstration microcatheter and the coil was stuck inside the hub of the microcatheter. Further evaluation revealed kinks on the pusher assembly that were likely incidental to the reported complaint. The non-penumbra microcatheter was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left posterior cerebral artery (pca) using penumbra smart coils (smart coil). During the procedure, after advancing the smart coil approximately 10 centimeters past the hub of a non-penumbra microcatheter, the smart coil and pusher assembly became stuck and the smart coil was unable to advance any further; therefore, it was removed. The physician then attempted to advance the same smart coil; however, the same issue occurred and therefore, it was removed. The procedure was then completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.